Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had originally triggered a lead safety switch (lss) in (B)(6) 2019. The patient was evaluated in the clinic and it was reported another (lss) was triggered due to high out of range right atrial (ra) pacing impedances measuring greater than 2500 ohms. Threshold testing was performed and during the testing they noted the patient experiencing loss of capture. The physician rechecked the patient in the unipolar configuration and impedance measurements were within normal range. The physician elected to leave the patients device configured in unipolar and increase the sensitivity of the ra lead. The patient did experience greater than two seconds of pacing inhibition but the patient was asymptomatic. The patient is not dependent on the ra lead. The clinic will follow up with the patient in a month and continue to monitor. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had originally triggered a lead safety switch (lss) in (B)(6) 2019. The patient was evaluated in the clinic and it was reported another (lss) was triggered due to high out of range right atrial (ra) pacing impedances measuring greater than 2500 ohms. Threshold testing was performed and during the testing they noted the patient experiencing loss of capture. The physician rechecked the patient in the unipolar configuration and impedance measurements were within normal range. The physician elected to leave the patients device configured in unipolar and increase the sensitivity of the ra lead. The patient did experience greater than two seconds of pacing inhibition, but the patient was asymptomatic. The patient is not dependent on the ra lead. The clinic will follow up with the patient in a month and continue to monitor. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this pacemaker was explanted and replaced successfully. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had originally triggered a lead safety switch (lss) in november 2019. The patient was evaluated in the clinic and it was reported another (lss) was triggered due to high out of range right atrial (ra) pacing impedances measuring greater than 2500 ohms. Threshold testing was performed and during the testing they noted the patient experiencing loss of capture. The physician rechecked the patient in the unipolar configuration and impedance measurements were within normal range. The physician elected to leave the patients device configured in unipolar and increase the sensitivity of the ra lead. The patient did experience greater than two seconds of pacing inhibition, but the patient was asymptomatic. The patient is not dependent on the ra lead. The clinic will follow up with the patient in a month and continue to monitor. At this time, this pacemaker and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this pacemaker was explanted and replaced successfully. The device has been returned and is in the process of device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.